Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer states that battery died in the insulin pump while they were sleeping and the meter will no longer connected to insulin pump. The customer was assisted with connecting the meter to the device. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.